Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was displaying the "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 10:00pm. It is not known whether the patient was taking any diabetes medications or made any changes to his diabetes management regimen. The patient claimed he was feeling thirsty, fatigue, and nausea 3 hours prior to the alleged issue. The patient denied receiving any medical treatment due to the alleged symptoms. At the time of troubleshooting, the cca was able to verify the patient had used the subject meter before. The alleged issue was not resolved. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of a serious injury, there is no indication that the reported issue caused or contributed to an adverse event. The patient felt symptomatic prior to the alleged error message an denied receiving medical treatment. However, this complaint is being reported because the alleged error message was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.